Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing seen on electrocardiogram with sensing integrity counter (sic) episodes. The oversensing could not be reproduced in clinic. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.